Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's daughter reported via phone call low blood glucose, hospitalization, damage on the insulin pump and backlight anomaly. Customer's blood glucose level went as low as 29 mg/dl. Troubleshooting for low blood glucose was performed. Paramedics arrived to the house and took the patient to the hospital. Customer was treated with a glucagon. Customer's insulin pump was cracked and was over delivering insulin to the patient. Customer changed out their infusion set twice before the low blood glucose levels. Customer advised the backlight on the device does not function properly. Customer advised there were many cracks and plastics was missing at the top of the display screen near the battery compartment. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, a cracked belt clip slot, broken battery tube threads, and a missing end cap sticker.

Manufacturer narrative:
The pump passed the delivery accuracy test.